Manufacturer narrative:
(B) (4). This medwatch is associated with (B) (4) forwarded to allergan by the FDA. Device evaluation summary: the batch number hv30519482 was released by qc according to defined specifications. All the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and sterility test are registered as conforming. The exact cause of the event is then impossible to determine.

Event description:
Allergan employee forwarded an adverse event report, (B) (4), sent by the FDA. The patient experienced swelling, itching and redness after treatment in the "lower cheek area". With juvederm ultra. The patient went to her doctor the next day and was advised to use clear calamine lotion to manage the itching. The patient continues to have redness and swelling and reports the affected skin is "permanently scarred." The injection sites are smaller raised bumps and the skin around the injection site has turned dark. No information was given regarding patient history of allergies. The patient received radiesse in the top of [the] nose and botox around the outer edges of [the] eyes, without difficulty. No concomitant medications were listed. No doctor or patient information given. Although allergan is unable to confirm this report with a physician, allergan's approach to compliance is to resolve all doubt in favor of reporting.